Manufacturer narrative:
The initial report inadvertently noted the device was returned on nov 18, 2015. The device was actually returned on dec 2, 2015. Section d10 has been updated to reflect this information. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. This section has been updated to reflect the date the device (nov 2, 2009) was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the date entered in the previous medwatch report was inadvertently entered as jan 4, 2015. The correct date (jan 4, 2016) has been entered. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the motor power was too low and the upper trigger was jammed was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor power was too low and the upper trigger was jammed. It was noted "check reverse locking mechanism failed." It was noted in the service order "upper trigger malfunction, after pressing not back to original position." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.